Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to recurring incontinence and tissue atrophy. Due to the atrophy, the cuff was not tight enough for compression, so the cuff was replaced with a smaller cuff. The pump and balloon were also replaced. Following the replacement surgery, the event resolved and no further patient complications were reported.